Event description:
It was reported that, "when the surgeon went to screw the trial liner into the acetabular shell, the liner trial broke at the screw liner trial junction."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.